Event description:
During a coronary stent procedure, the stent came off of the delivery device and was retrieved with a snare. Patient status is "unknown". Several unsuccessful attempts were made to obtain additional procedural information.